Manufacturer narrative:
B3/d10: the first incident occurred on 08/08/2024 and the second incident occurred one week later. E1: initial reporter phone number: extention: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets separated from an unspecified location. This occurred while making the connection to change the transfer set on a patient that was new to peritoneal dialysis therapy. The transfer set was replaced. One week later the same thing happened with the same patient during a follow up appointment. Again, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: two (2) actual samples were received for evaluation. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body of each sample. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted on either sample.the reported condition was verified. He cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body of the twist clamp. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.